Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was using a tens unit and when he turned it up to "9" he could feel a "little burst" in his brain. The patient (pt) explained that he didn't feel any pain except maybe a little in his eyeball, but said it was more like an "aura" and there was a little bit of discomfort involved. Pt added, "something was off for a while" and later stated that "there's a sensation near the probes." Now, however, pt stated he is not feeling any pain, doesn't have nausea, and he's pacing around his living room (which he says his normal for him). Pt inquired if the tens unit could have caused him to experience this sensation. Patient services reviewed tens unit guidelines and pt stated that he had one of the tens unit electrodes near his shirt pocket that is close to his implanted neurostimulator. Although the pt did not make any therapy allegations, he inquired if the tens unit messed up his programming. Patient services redirected pt to his provider to discuss.